Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient stated, "I have a heart murmur that wasn't there before. I am dizzy, weak, faint, blacking out, and my chest is burning." Patient also stated "I want the pacemaker shut off, it is burning me. I faint and black out more often." Patient went to the ER and stated that her heart is at 0 at times even with the pacemaker. The device remains in use. No further patient complications have been reported as a result of this event.